Event description:
It was reported that the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient had an event of peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of severe abdominal pain and extremely cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). After two doses of ceftazidime the clinic was unable to obtain additional doses and the patient was administered cefepime. The culture resulted positive for streptococcus viridians. The antibiotic therapy was adjusted. The cefepime was discontinued, and the patient completed antibiotic therapy with ip vancomycin every five days (dose and duration unknown). The cause of the patient¿s peritonitis was attributed to the patient not masking and having a severe cough at the time. The patient did not require hospitalization and continued with pd therapy. The patient has since recovered from the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. The cause of the patient¿s peritonitis has been attributed to the patient not masking. The patient had a severe cough at the time. This is supported by the culture results of streptococcus viridians, an organism found in the oral cavity and upper airway. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient had an event of peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of severe abdominal pain and extremely cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). After two doses of ceftazidime the clinic was unable to obtain additional doses and the patient was administered cefepime. The culture resulted positive for streptococcus viridians. The antibiotic therapy was adjusted. The cefepime was discontinued, and the patient completed antibiotic therapy with ip vancomycin every five days (dose and duration unknown). The cause of the patient¿s peritonitis was attributed to the patient not masking and having a severe cough at the time. The patient did not require hospitalization and continued with pd therapy. The patient has since recovered from the peritonitis event.